Event description:
During testing of the ventilator after completion of preventive maintenance, the manufacturer's service technician reported the nurse call test failed out of specification. The customer did not report the finding during any previous usage. There was no pt involvement and no pt harm reported. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm system may not sound. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.